Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a broken sensor during the removal procedure on (B)(6) 2025. According to the hcp, the sensor was embedded in scar tissue and fractured into two pieces while being removed with a hemostat. The sensor had been implanted in the right arm, and a hemostat was used for the removal procedure. The user was reached and reported feeling fine. All pieces of the sensor were successfully removed and retained for return. An RMA was created for return of the sensor for further investigation.

Manufacturer narrative:
The user reported that sensor broke during the removal appointment on (B)(6) 2025. According to the hcp, the sensor was embedded in scar tissue, and when it was being pulled out with a hemostat, it broke into two pieces. A visual inspection confirmed that the sensor broke into two pieces. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4. Date of this report 24 jan 2026. G3. Date received by the manufacturer? 24 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.